Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which led to sepsis , which caused the patient to pass away due to the events. On an unspecified date, while the patient was hospitalized for another indication, the patient developed peritonitis. The cause of the peritonitis was reported to be nosocomial. Three days after being admitted to the hospital, dianeal therapy was discontinued. The following day, the patient was switched to hemodialysis therapy. Two days later, the patient was diagnosed with sepsis due to the peritonitis. On the same day, the patient passed away due to sepsis from the peritonitis. No further detail was provided regarding treatment for the events. No additional information is available.